Event description:
Date notified: 1/2/02. A model 321 aspirator failed to operate on its internal batteries. An inspection of the device revealed a defective battery pack. The device was repaired nad returned to the user. No patient was involved at the time of the failure.